Event description:
It was reported that the right ventricular (rv) lead experienced a loss in sensing. The lead remains in use and is continuing to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: e2dr01aa implantable pulse generator (ipg) implanted: 2005 (B)(6). (B)(4).